Event description:
During implant of a 29mm sapien 3 valve in the aortic position, the commander balloon ruptured during full inflation. The balloon was inflated with an additional +4ccs of volume. There was difficulty retrieving the system through esheath as the delivery system was getting caught on the distal tip. The issue was resolved by advancing and re-oriented balloon before withdrawing. Once troubleshooting was completed the delivery system and esheath were removed as a unit to avoid any further damage to the devices. The valve was deployed and there was a mild-moderate paravalvular leak (pvl) noted. Both the delivery system and sheath were replaced for post dilation. The patient was left with moderate pvl. There was no harm to the patient. The patient was stable. The devices will not be returned for evaluation. As reported, the patient's annulus/leaflets were noted as "eccentric leaflet calcified" and a small severely calcified stj. Per report, the field clinical specialist was made aware by the physician that the patient expired. The perceived root cause for the death was renal failure. This patient had multiple co-morbidities. The valve was functioning as expected with pvl due to sizing.

Manufacturer narrative:
The investigation is ongoing. Device discarded.

Manufacturer narrative:
Update to h6 (device code), (type of investigation), (investigation findings) and investigation conclusions) h10 to reflect investigation. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A 3mensio imaging was provided and revealed that calcification was present in the sinotubular junction (stj) and eccentric valve annulus calcification located on the leaflets. The lot number was not provided, and a device history review or lot history could not be performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst and withdraw difficulty or inability to withdraw system through the sheath was unable to be confirmed as neither the complaint device nor applicable imagery was provided for evaluation. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, 'the patient's annulus/leaflets were noted as 'eccentric leaflet calcified' and a small severely calcified stj. Prior to inflation, an additional +4ccs of volume was used.' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 4cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, review of available information suggests that patient factors (calcification) and procedural factors (over-inflation) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.